Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose has been running low lately. Caller stated that the customer is a teenager and her basals are too high at night. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer has treated with food and has been experiencing low blood glucose for 2 weeks. Customer runs on the treadmill before bed. Customer was advised to speak with their health care professional regarding low blood glucose. Caller was also assisted with removing the battery cap. Customer's blood glucose was over 180 mg/dl at the time of the incident. Caller stated that they were able to remove the battery cap. Customer was advised to monitor the pump.